Event description:
It was reported that the patient underwent a left hip revision approximately 1 year, 3 months and 2 days post implantation due to loosening, pain, and difficulties with adl¿s. During the revision noted inflammation and sclerotic bone. It was also noted that the stem has some damage to the taper but remained implanted. The acetabular construct and allograft, zimmer plate, screws, cup, bone cement and head were exchanged without complications. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4) d4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to 00880304002296. D10: avan cmntd shell ss 50mm; item number# p0463050; lot number# ra01207895, avan reinf ring ss 48/58mm; item number# p0464858; lot number# 0000950718, avan tap cort scr ss 4.5x48mm; item number# p0606048; lot number# 0000975228, avan tap cort scr ss 4.5x56mm; item number# p0606056; lot number# 0000891244, avan tap cort scr ss 4.5x60mm; item number# p0606060; lot number# 0000911993, avan tap cort scr ss 4.5x58mm; item number# p0606058; lot number# 0000910840, avan tap cort scr ss 4.5x26mm; item number# p0606026; lot number# 0001082137, avan tap cort scr ss 4.5x20mm; item number# p0606020; lot number# 0001064913, avantage inlay s50 / 28; item number# p0561050; lot number# 0001197280, taperloc stem; item number# 14-13200; lot number# 604300, 28mm dia cocr mod hd -3mm nk; item number# 163661; lot number# 249660, medacta kerboul cross; item number# unknown; lot number# unknown, herma allograft; item number# unknown; lot number# unknown, heraeus medical bone cement; item number# 66022683; lot number# 85944588, g2: foreign - event occurred in canada. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k082446. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.